Manufacturer narrative:
The remote service engineer (rse) talked to the customer and found that the customer biomed was using a simulator to perform the nbp accuracy test. The rse informed the customer that you do not test nbp accuracy with a simulator. The customer was advised to perform the nbp accuracy test on page 3-19 of the service manual. The customer confirmed that when using this method the monitor is fully operational. Based on the information available and the testing conducted, the cause of the reported problem is due to user knowledge. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported the blood pressure (nbp) measurement is not reading correctly during preventive maintenance (pm). Diastolic pressure is off by 10mm. The device was not in use on a patient. There was no report of patient or user harm.